Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device investigation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Pe¿s visual examination indicated the device appears intact. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor performs 100% inspection and testing of all devices prior to release. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. The left side was baker grade iii and the right side was baker grade iii-IV. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2018. On 11/5/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional information, if received, will be submitted under this manufacturer¿s report number. This report is for the patient's right-sided device.